Manufacturer narrative:
This issue is only with the cns being reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) touch screen display froze and does not allow any input using the mouse, keyboard, or touch. No patient harm was reported. Nihon kohden technician told customer to turn off and turn back on the cns and when they did, the touch screen are now accepting inputs and there is no other problems with the display.